Manufacturer narrative:
Device evaluation completed on 5/31/2019: during evaluation of the sample a tear was observed on the posterior aspect of the implant measuring 0.4 cm. Microscopic examination was performed and no evidence of instrument damage was observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation concomitant products: right-mentor siltex contour profile moderate 225/250cc saline breast implants, catalog number 3542911, serial number (B)(4). (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction with mentor siltex contour profile moderate 225/250cc saline breast implants which the left side deflated after implantation. As a result patient underwent bilateral removal and replacement left with catalog number 3341107, serial number (B)(4), and right replaced with on catalog number 3341107, serial number (B)(4) on (B)(6) 2018.